Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the tubing set onto the floor. Upon completion of treatment, there was solution all over the floor. Solution was not leaking from the cycler and the origin of the leak could not be identified. Pt had no ill effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.